Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given. The customer alleged that the pump did not deliver insulin during a requested bolus. Tandem technical support performed a system check on the pump and determined that the pump functioned as intended and confirmed deliveries were accurate in bolus history.